Manufacturer narrative:
The patient samples are collected in sst plasma tubes and centrifuged at 5000 rpm for 5 minutes. The samples are analyzed fresh and stored at room temperature. Quality control (qc) run prior to the event showed no problems and was within established specifications. The qc is run once per day and was not run immediately following the incident; however, a subsequent run was performed and passed. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse discovered that some cuvettes were broken in the photometer and were replaced. It is unknown what caused the broken cuvettes. The fse also checked all top end cc side alignments. In addition, the fse incidentally performed two preventive maintenance (pm) procedures on the instrument because they were due in august (next month). A definitive failure mode is unknown.

Event description:
A customer contacted beckman coulter (bec) reporting two (2) different patient samples with false low amylase (amy7) or false low glucose (glu), both on the cartridge chemistry (cc) side of the unicel dxc 600i synchron access clinical system. The amy7 patient result was reported out of the laboratory and had to be amended after the physician questioned the result. No other patient results were reported out of the laboratory. The customer indicated that other assays tested with the glu showed suppressed results. The customer also indicated that the instrument was generated "cuvette not dry" errors around the time the erroneous results were generated. The customer reran both patient samples on an alternate instrument which yielded normal results. The customer confirmed that there was no affect to patient or patient treatment in connection to this event.